Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the recalled lead caused the patient's body to jerk, sleeplessness, pain, suffering, and expenses. It was also reported that the patient experienced diaphragmatic stimulation. The lead was capped and replaced approximately five years from implant. No patient complications were reported as a result of this event.